Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was discovered that the electrode array was extracochlear. The device was explanted on (B)(6), 2011, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.